Event description:
Procedure: lap appendectomy.according to the reporter: a piece of the sleeve came off but was retrieved fully and no injury to the patient was reported. There was no blood loss or delay of or time.

Manufacturer narrative:
(B)(4)